Event description:
It was reported that approximately three and a half years post-implantation, the patient underwent a left hip revision due to dislocation and loosening. The patient dislocated after an alleged fall at home. During the revision, the stem was found loose. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# ep-200150 lot# 798780 act artic e1 hip brg 28x44mm . G2: foreign ¿ event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.